Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered back pain and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain"), menorrhagia ("flow was heavy"), dysmenorrhoea ("menstrual pain") and menstrual disorder ("several clots"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the menorrhagia was resolving. The reporter considered back pain, dysmenorrhoea, medical device removal, menorrhagia and menstrual disorder to be related to essure. The reporter commented: she used to get several small time sized clots and also would leave her exhausted and in pain on the couch for days and sometimes weeks every month before cool came out. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was deleted from pv bayer database. As this case (B)(4) was found to be duplicated of case no (B)(4) . All the information from deletion case was transferred to retain case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain"), menorrhagia ("flow was heavy"), dysmenorrhoea ("menstrual pain") and menstrual disorder ("several clots"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the menorrhagia was resolving. The reporter considered back pain, dysmenorrhoea, medical device removal, menorrhagia and menstrual disorder to be related to essure. The reporter commented: she used to get several small time sized clots and also would leave her exhausted and in pain on the couch for days and sometimes weeks every month before cool came out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - flow was heavy, menstrual pain, several clots and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("back pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered back pain and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.